Manufacturer narrative:
(B)(4). Batch r94x2w. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, during stapling of enteroanastomosis with a white load, the tissue slipped from the blade, moving forward. The stapling became wrinkled. Battery was also making noises at the beginning of surgery. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ag1u. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.